Event description:
Technical services received a call on 1/19/2012. Caller stated, that this lv lead is oversensing intrinsic p wave. Caller has adjusted lv sensitivity and still seeing oversensing. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).